Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for low blood glucose levels. The customer stated that she experienced a low blood glucose event 3 days after receiving the device. She stated that she fell and hit her head on the tile floor, and she was rushed to the (B)(6) facility because of so much blood present. The blood glucose reading was unknown, as there was no check performed due to all the blood. She reported that she had accidentally been stacking insulin because she did not fully understand the device and how it was used with active insulin. The customer's doctor informed her that she had given herself too much insulin too close together at the time of the incident. Nothing further reported.